Event description:
The field service engineer (fse) reported that during fco upgrade he found codes that indicated a spi bus failure in the diagnostic log. The fse reported there was no patient involvement.